Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the integrated electrosurgical unit (iesu) to resolve the errors on start-up. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia transversus abdominis release (tar) surgical procedure, firing was interrupted by an error message. The customer tried to replace the cautery cable, but the error returned. The technical service engineer (tse) reviewed logs and found errors pointing to an integrated electrosurgical unit (iesu) issue. The tse informed that the iesu has to be replaced. The tse asked to prepare a force triad in case if the fault became permanent. The customer would bring an iesu. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the generator was replaced with an external generator to resolve the issue.